Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the patient was receiving a unspecified medication infusion when the patient began to decompensate. The patient was assessed, and the tubing set was replaced. When the nurse disconnected the tubing from the patient's IV line, the medication was forcefully projected out in a spray-like fashion. The nurse connected the new tubing set and restarted the infusion. Later, the patient decompensated again and the tubing replaced; the same scenario occurred. The customer further stated that the nurses do not change pressure settings, but they do use the dynamic pressure display on the pcu, as a clinical assessment tool to assess an increase or decrease in pressure in the patient's IV line. It was also stated by the customer, that this event type did not occur until after the recent device and software upgrade was done. A bd clinical practice site visit was provided in which education on the features and functionality of the alaris system including the pcu and syringe modules were provided.